Event description:
Hospital reported low na+ readings. Our investigation determined that there was an unk interferent present in some lots of bd 4ml vacutainers ((B)(4)) being used by the customer that affected the ion selective electrodes in the epoc test card, i.e. Na+, k+, ca++, causing decreased electrolyte readings. Only the lower sodium results were considered significant enough that if acted upon, could have resulted in a misdiagnosis of the pt status. Therefore, this is considered to be a potential adverse event.

Manufacturer narrative:
The single use test card in question was not returned. The actual test data from the epoc device was made available to epocal by the customer. The lot number of the bd 4ml vacutainer in question was not determined. The customer was advised to use a prescreened lot known to be good, lot# 1244781. Our investigation and subsequent testing determined that the addition of silver (ag) nano-particles in the electrolyte membranes eliminates the effect of the vacutainer interferent. This change was implemented in our test card production effective 06/06/2012. We have sought the advice of an outside medical professional and conducted a health hazard eval in order to better appreciate the residual risks posed by this interferent and the outstanding test cards in the field. Our conclusion was that this risk is low and did not warrant any additional field actions. We reviewed all old complaints and found one that was related. In that case, internal qc suppressed all electrolyte readings (no test results were reported to the user). This previous case in (B)(6) 2011 involved the 2ml bd vacutainer ((B)(4)). There have been no reports of pt injury or misdiagnosis to date. (B)(4). The residual risk will be entirely eliminated once the current test cards in the field are consumed or expired later this year.